Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Additional event of "any creases." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019 a review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified; deformation, yellow particles in shell, the weight the device within specification. After autoclave cycle was observed cloudy gel, bubbles in gel and voids between shell and gel. Microscopic analysis identified: nicks based on the device analysis the final assessment is: no observed creases. The reported event of capsular contracture is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, any creases.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Additional event of "any creases". Device has been explanted.